Event description:
Patient' mother reported patient went into dka this morning. Mother stated dka was caused by a leak. Mother reported the leak originated in the luer lock connection. Mother stated the infusion set tubing was connected properly. Mother stated the meter is working properly and understands the test strips are expired. Mother reported the patient woke up around 6 am and her blood glucose level was 30 mmol/l. Mother stated the patient changed her infusion set and cartridge since her blood glucose level was elevated but the pump kept displaying an e4 (occlusion) error message and that is when she noticed the leak. Mother reported the cartridge and infusion set were changed several times but the e4 and leak persisted. Mother stated there was no insulin in the pump at the time of the incident. Mother reported she took the patient to the hospital where her blood glucose level is currently 22 mmol/l according to the hospital and is being treated with an IV of insulin. Requested return of the pump and infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).